Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the quattro helix does not extend due to driveshaft lug being stuck on the retraction stop if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead needed to be repositioned but the helix would not extend. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.